Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. As received, the belt receptacle was broken free from the monitor case, damaging the j1001 connector. The root cause of the damage is excessive force placed at the connector while an electrode belt was attached. No adverse events occurred as a result of the defective monitor.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that the belt connector on a patient's monitor was damaged.